Event description:
Clinic notes from clinic visit on (B)(6) 2014 reported the device was near end of service.

Event description:
It was initially reported on (B)(6) 2015 that the patient was referred for prophylactic generator replacement due to ifi=yes. The patient had generator replacement on (B)(6) 2015, and it was reported that the demipulse generator was unable to be interrogated due to battery depletion. The explanted generator is not being returned to the manufacturer for analysis. Good faith attempts for additional relevant information have been unsuccessful to date.

Event description:
Upon follow-up, it was reported that the programming system used at that time (when the device could not be interrogated) has been functioning properly and it was used successfully to check the replacement device at the time of implant. There were no communication issues with the generator battery, but the generator was dead. The company representative reported that she initially reported ifi-yes being the reason for replacement based on what the referring physician reported to her. She reports that the battery must have died between the time the referring neurologist saw the patient and time of replacement surgery. The physician checked the neurologist's programmer which indicated when last checked it was at neos=yes condition. Good faith attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
(B)(4). The initial report inadvertently did not report this data due to the handwritten clinic notes being difficult to read.